Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. One opened knife in a blister was received for the report of the knife would not cut. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that multiple ophthalmic knives would not cut. Procedure details and patient involvement were not reported. Additional information has been requested and received which indicated the event occurred during a cataract extraction procedure while making the incision the knives were dull. The knives were exchanged to complete the procedures. There was no harm to any patient.